Event description:
Lab tech was about to use a hot pack on a patient. The heat/warming pack burst open at the seams upon activation. Gel contents of the packet got on the patient. Patient was cleaned. There was no harm to the patient.